Manufacturer narrative:
Continued e1. Phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reported "folds are visualized that go from the periphery to the center with the presence of liquid, without any extrudated silicone, that may correspond to a small fibroadenoma and prosthesis with intact contours without signs of rupture or encapsulation (contralateral right side rupture), with a retropectoral location, with scarce periimplant laminar fluid towards lower quadrants" confirmed by MRI. This record is for the left side. Device has been explanted and replaced.